Event description:
Medtronic received information reporting that a patient underwent a procedure for implantation of a pipeline vantage to treat a saccular artery in the left internal carotid artery (ica) c5 segment. The aneurysm max diameter was 4.8mm and the neck diameter was 3.6mm. During deployment, the proximal end of the stent was not fully opened. A balloon was used to open the pipeline with successful wall apposition achieved. No patient symptoms or injury were reported.

Manufacturer narrative:
The event is reported at this time based on a review of files for which balloon angioplasty was used to successfully open the device, however, the complaint noted prior to opening with the device there was a failure to open completely. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.